Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call air bubbles anomaly. Troubleshooting for air bubbles was performed. Customer advised there was a big air bubble in the reservoir. Customer was advised to change out their infusion set and was through troubleshooting was able to eliminate the air bubble. Customer was advised to monitor and call back if problem persists.